Event description:
It was reported that the customer's insulin pump had a cracked display. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked belt clip slot.